Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 25.8-26.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted a 38.0-38.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.